Event description:
On 4/5/2023, it was reported by a sales representative via email that an ar-1204as-90 flipcutter ii inner sheath was disassociated from the outer sheath. The surgeon was able to advance the outer sheath back into the joint and get it closed to remove it from the tunnel ensuring no fragments were left behind in the patient's knee. Case was completed using another ar-1204as-90 flipcutter ii. This was discovered during an aclr procedure on (B)(6) 2023.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint allegation is confirmed based on the customer-provided photos. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.